Manufacturer narrative:
Other text: the complaint sample was returned for evaluation. A cracked enclosure and tank cover were observed. Functional testing was performed. The alarms would not sound, and the device would not maintain temperature due to a faulty main printed circuit board (due to bad speaker) and a damaged temperature potentiometer. No action taken due to the age and condition of the device. It was deemed beyond economical repair and will be scrapped. Manufacturing device history record review was not performed because the device is beyond a year from its manufacture date, and there was no indication of a manufacturing defect during the investigation. A service history review identified the device had not been in for service previously.

Manufacturer narrative:
UDI and operator of device are unknown. No information has been provided to date. A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the alarm will not sound. Wont keep temperature and case is cracked. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional info received via email 27-sep-2022: no patient involvement was reported.

Manufacturer narrative:
Additional event information received indicating no patient involvement.